Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device stopped and displayed a black screen while ventilating a patient during transport. Nurse reportedly tried immediately to switch on the oxylog but the on/off key was inactive. Furthermore it was reported that the patient remained without ventilation for less than three minutes. No consequences for the patient were reported. According to the ambulance driver the oxylog was charging before transport. According to the biomed the oxylog started normally and the battery was fully charged when checking the device after the event.

Manufacturer narrative:
The affected device was available for the investigation. A test of the optical and acoustical alarm functions showed no malfunction. The log entries reveal that the device failed due to a power loss. Visual inspection of the battery contacts on the charger pcb showed abrasion marks. This abrasion of the contact surface led to oxidation and as a result to an interrupted connection between the charger pcb and battery. If the device is running on battery this leads to a power loss. In case of this failure the device generates an optical and acoustical alarm. The IFU describes that an alternative independent ventilation option must be kept available for this case. The abrasion is caused by vibration. We received further information from the customer that the device is either used on an ambulance car or a helicopter. The IFU states that when operating in a helicopter the contacts to the battery need to be checked visually and replaced when necessary. The missing alarm could not be confirmed or reproduced during the investigation. Therefore, we conclude that the device behaved as specified for the malfunction.

Event description:
Please see initial-report.